Manufacturer narrative:
The root cause was not ascertained. No electrical opens were measured on either of the two 3186 leads associated with the ipg model 3662. No anomalies were noted in the associated ipg logs and there was no complaint against the associated ipg performance or ability to delivery therapy.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000077941.

Event description:
Related manufacturer reference number: 1627487-2023-05248. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2023.